Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving sufentanil (3000mcg/ml at 851mcg/day) via an implantable pump. It was reported that a healthcare provider (hcp) called in and stated that the patient presented to the emergency room (ER) reporting that the pump was making an audible alarm and their "bolus" was showing a code 8476. The agent reviewed that the code would indicate a pump motor stall. The hcp reported that the patient did not have a recent MRI or any other exposure to emi or magnets. The patient was visiting when their critical pump alarm sounded at 11:06am on (B)(6) 2025. The patient indicated that they spoke to someone at the manufacturer about the issue. The rep was contacted by the ER to interrogate the pump. The pump logs indicated that the pump stalled at 11:06am and had recovered by the time the rep arrived, at 3:55pm. The cause of the stall was unknown. There was no patient impact or withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via company representative regarding a patient reporting that the pump had motor stall issues since (B)(6) 2025. The company representative (rep) mentioned the previously reported information regarding the emergency room visit. Additionally, the rep did run a logs report on the patients pump and found that the pump had multiple motor stalls in march. The physician decided to remove and replace the pump resolving the issue at the time of this report.